Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 12/29/2025. An investigation was conducted on 01/06/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned outside the loading device with as found product information and the blue safety lock off, which allows for the white plunger to be depressed. The seal was observed in the an opened state. Blood was observed on the outer rung of the seal indicating an attempt was made to introduce the seal into the aorta. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.194 inches, the outer diameter was measured at 0.218 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was not confirmed and the analyzed failure "premature activation" was observed. The lot # 3000492747 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported & analyzed failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Event description:
The hospital reported that the surgeon was loading the hst iii system (3.8mm) product into the delivery device using the IFU method for an opcab surgery. However, the seal became stuck in the loader, preventing proper loading and causing the delivery device handle to fall off. No abnormalities were identified to the device, so the product was intended to be used during surgery; however, it did not function properly. Deeming the product defective, a new product was used and the surgery was successfully completed. The patient is in good condition, no harm. There was a delay about 7-10min.

Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.